Event description:
During cardiopulmonary bypass, the device displayed a "high oxygen supply pressure" warning message, and the flow of gas could not be controlled for two or three minutes. Control of gas flow was restored after the high input pressure was resolved. There was no reported adverse consequences to the pt as a result of this event.